Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided.

Event description:
It was reported that the patient experienced excessive pain after implant placement. Requested implant removal instead of waiting for pain to dissipation.